Event description:
It was reported that the crosssail was used in the first diagonal (moderate tortuosity, de novo, heavy calcification, cto), but it ruptured at 8 atm. A dissection occurred with the rupture, and another co's balloon was used to treat the dissection. The pt's condition was reported to be good.